Event description:
It was reported that the bd IV extension set experienced flow issues. The following information was provided by the initial reporter: the customer switched from a competitor's single-scale flow controller to a bd one which is double-scale. They are not certain which scale to use to correctly set the treatments of their patients. Patients are already in treatment using these controllers, and the hospital staff have noticed that the flow rates are higher than expected, suggesting that they're using the wrong scale.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Correction after further evaluation of the complaint, it has been determined that the previously submitted MFR report# (B)(4) was sent in error. This device is manufactured in a facility that does not manufacture devices for the us market. These devices are sold outside of the us and are not similar to bd devices registered or sold in the us. Therefore, this is exempt from us FDA reporting requirements.

Event description:
It was reported that the bd IV extension set experienced flow issues. The following information was provided by the initial reporter: the customer switched from a competitor's single-scale flow controller to a bd one which is double-scale. They are not certain which scale to use to correctly set the treatments of their patients. Patients are already in treatment using these controllers, and the hospital staff have noticed that the flow rates are higher than expected, suggesting that they're using the wrong scale.